Manufacturer narrative:
(B)(4): a f/u rep will be submitted upon completion of the investigation.

Event description:
The customer reported that despite passing the operational check , the device had a persistent red x. No pt involvement.